Event description:
It was reported by service report that there is a hole in mattress, and dartex top cover was worn and had a stain on the underside of it. It is unk if there was pt involvement or if there are adverse consequences to report.